Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the power button of the evis exera iii video system center was stuck on. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. The device was returned for evaluation and customer's complaint was confirmed. Evaluation found that the power switch was stuck and that the socket was loose. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the power button being stuck could not be identified. However, it¿s likely the cause is related to a faulty power switch. Olympus will continue to monitor field performance for this device.